Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the battery cap was loose. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1 date of submission (B)(6) 2015-product analysis: the device was returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the battery cap threads were damaged. The cap¿s contact dimensions were within specification. The cap could not secure properly to a test pump.

Manufacturer narrative:
Follow-up #2 date of submission 11/19/2015-product analysis: the device was returned and evaluated by product analysis on 10/13/2015 with the following findings: the battery cap threads were damaged. The cap¿s contact dimensions were within specification. The cap could not secure properly to a test pump. This report is being resubmitted at the direction of the FDA esg group. The supplemental report # 1 for MDR# 2531779-2015-33067 was originally submitted on 10/27/2015. The report was unable to be processed completely due to an issue with the esg system. This is not being considered a late submission due to the technical issues with the esg system.